Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low rv impedances less than 200 ohms and a lead fracture was suspected. The patient's device had been therefore programmed to monitor only. It was noted that noise was reproducible on the rv channel, but there was no inappropriate therapy to the patient. The lead was to be revised in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this lead was revised. No additional adverse patient effects were reported.